Event description:
Device 1 of 2. Reference MFR number: 1627487-2013-11359. It was reported stimulation has been non-beneficial due to causing discomfort. The patient refused to be reprogrammed. The patient plans to meet with her doctor and may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.